Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿change your cartridge every 48 to 72 hours as recommended by your healthcare provider.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose reached 160 mg/dl. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Reportedly, the pump supplies were in use for 3 days with novolog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.